Manufacturer narrative:
The pump was received with bleeding lcd glass after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify download difficulty due to bleeding lcd glass . The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to bleeding lcd glass damage . The following were noted during the physical inspection: cracked lcd window, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Blank display is confirmed due to cracked bleeding lcd glass. Download difficulty is confirmed due to bleeding lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage, a blank display, and tape not sticking with the infusion set after the pump was dropped from a ladder onto cement flooring. The customer reported no adverse event. The event involved product(s) mmt-242a and mmt-1884l. Troubleshooting was performed for damage and the lcd was broken and could no longer be used, and the infusion set was pulled out due to the fall. Troubleshooting was performed for display and display did not return after pump restart even though correct battery cap was used. No harm requiring medical intervention was reported. No product return was required for mmt-242a. No product return was required for mmt-1884l.